Manufacturer narrative:
Related to new arrestor to prevent electrostatic discharge. (B)(4).

Event description:
Sedecal, agfa's supplier, visited the site documented in this medical device report and further investigated the issues related to and reported as unintended movement of the dx-d100. Sedecal performed several electrostatic tests. One test was to emulate a user who has stored an electrostatic energy in his or her body to determine if the stored energy is discharged through to the grounded equipment and possibly affecting the normal operation of the equipment. Sedecal proceeded to test the compatibility of several types of flooring within the hospital environment. Sedecal discovered and confirmed the cause for the unintended movement initially reported for this event was different from previously reported unintended movement. The mobile unit itself was actually building up stored energy and getting charged. On (B)(6) 2015, sedecal reported to agfa the cause was indeed different. It is related to an electrostatic discharge when driving over metal thresholds or while entering/leaving an elevator. Sedecal will be implementing a corrective action related to a new arrestor. Corrective actions for this site issue will be documented via problem record, (B)(4).

Event description:
This medial device report is being submitted due to an additional same issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a 26th event for the unintended movement issue when using a dx-d100 mobile unit. On (B)(6), 2014, a dx-d100 unit with serial # (B)(4), exhibited unintended movement after exiting an elevator at the customer site. The agfa engineer checked the dx-d100 unit and verified the correct firmware version v11r3b4 was installed on the unit and the correct voltages were coming from both the motor batteries and the digital motion control board (dmc). The agfa engineer tested and drove the unit off and on the elevators in the hospital for over 1 hour and had no issues. The elevator has a linoleum floor and metal plate on the exit leading back on to the linoleum hospital floor. The engineer determined the static arrestor was not installed on the unit causing the unintended movement. The engineer replaced the unit's wheels with natural rubber wheels and placed the unit back into service. An arrestor strap kit was immediately ordered and will be installed on the unit. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # (B)(4). No patient or user was injured during this event.